Event description:
59 at/af most recent on (B)(6) 2022. Intermittent atrial undersensed events (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).